Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump delivered a certain volume but, volume in medication bag did not change and that the pump did not give an occlusion alarm. Ran a 200 ml test lasting for 36 hours and could not get flow to stop without getting an occlusion alarm. Ran a second time 20 ml test to verify pump output. 20 ml were delivered. Unit tested, no problem found. The reported problem occurred during delivery at intensive care unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.